Event description:
(B)(6): customer reports the monitor would not turn on during a urology patient procedure. Patient age and gender were not known. Patient was moved to a back-up room where procedure was completed without incident. No injuries were reported.

Manufacturer narrative:
Field service engineer (fse) troubleshot report that the generator console display would not light and replaced the console. Fse checked the system for proper operation per sedecal generator service manual 710201 and hut service manual 404954 and returned the unit to full service.